Manufacturer narrative:
A sample is run as qc every 2 hours. The sample had recovered lower than expected, which prompted the lab to rerun samples. Customer declined service as recalibration resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false low chloride (cl) results for four (4) patient samples that were generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. After qc recovered low results, the samples were repeated and results were amended. Treatment was not initiated or withheld based upon the low results reported.